Manufacturer narrative:
The implant coil was returned for evaluation. The implant was noted to be stretched from the knot-tie section. The distal ball and marker band sections of the implant were present. The stretch resistance member was noted to be broken at the knot-tie; however, was still present further distal within the ID of the implant coil. The proximal end of the stretch resistance member was located and removed from the ID of the coil. The tip of the monofilament had a tail, which is indicative of a tensile pull/break. Based on the investigation and provided information, a definitive root cause for the coil stretch and detachment cannot be determined; however, the device exhibits evidence that it was subjected to tensile forces that exceeded its strength specifications.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The device has not yet been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that during placement of an embolization coil in an aneurysm, the coil unexpectedly detached in the microcatheter. Both segments of the coil were removed from the patient. There was no reported intervention or patient injury. The patient's status is reported to be fine.